Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 latch had continuously clicked upon opening. A field service engineer (fse) powered off the pyxis and opened the latch column for inspection. The latch for door 4 was removed and replaced. The column was reassembled, and the pyxis was powered back on. The hardware test application (hta) was accessed, and door 4 was opened and closed multiple times to confirm proper operation. Open and close tests were then performed on all four tower doors. After rebooting the pyxis, the user logged into the application and successfully inventoried the medications in door 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer 4 latch had continuously clicked upon opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.